Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained rv oversensing was observed via remote transmission. When the patient presented in clinic, programming changes were made. There were no adverse effects noted and the patient tolerated the changes well.